Event description:
Caller reported that the t:slim x2 pump battery was not charging despite following several troubleshooting steps, including using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software after confirming the warranty, discussing the return process for the current pump, and instructing the caller on steps to take upon receipt of the new pump.